Event description:
Angioseal 8fr closure device broke upon deployment and dislodged in the right femoral artery and was advanced to distal aorta to not embolize right femoral artery. Patient admitted to ICU. Access site secured and hematoma secured. Item left retained at this point.